Event description:
As reported by hospital: pt placed on gambro prisma crrt machine using ccvhdf mode in 2002. After three hours on machine alarm indicates scale dialyzate alarm. Scales may have been calibrated using side hook. Fluid removal was 600cc more than machine was set for.